Event description:
False negative: customer reached out to report fn lyra direct versus cdc method; inquired about modifying sars thresholds.

Manufacturer narrative:
Categorization: off-label use of device; using lyra process buffer to re-extract for cdc method assay. Thermocycler: applied biosystems® 7500 fast dx.. Outcome: unable to troubleshoot this event as customer never send raw data for review. Customer resolved issue with additional assistance from quidel. IFU states that " negative results should be treated as presumptive and confirmed with an FDA authorized molecular assay that utilizes a chemical lysis step followed by solid phase extraction of nucleic acid, if necessary" IFU limitations section: · negative results should be treated as presumptive and confirmed with an FDA authorized molecular assay that utilizes a chemical lysis step followed by solid phase extraction of nucleic acid, if necessary, for clinical management. · a trained health care professional should interpret assay results in conjunction with the patient's medical history, clinical signs and symptoms, and the results of other diagnostic tests.

Event description:
False negative: customer reached out to report fn lyra direct versus cdc method; inquired about modifying sars thresholds.